Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. It was noted that the implantable cardiac defibrillator exhibited non sustained right ventricular oversensing due to myopotential oversensing. Programming changes and isometric testing was discussed but not yet performed. No further information was available.

Event description:
Correction: it was reported that the patient presented remotely via merlin.net transmission. It was noted that the implantable cardiac defibrillator exhibited non sustained right ventricular oversensing due to myopotential oversensing. Programming changes were performed. The patient was stable.